Manufacturer narrative:
Other, other text: h6: updated. At the time of investigation, the product was unable to be located. The DHR review confirmed that the lot passed both leak tests prior to packaging: one performed by manufacturing and one performed by quality. No corrective actions are planned at this time. When the product is located, the complaint will be reopened to record the investigation. ICU medical regularly analyzes complaint data and trends and will take further actions accordingly. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported, that during the pre-test. That took place in the patient's home, a defect was detected. The leaks were increasing very rapidly under ventilation. And the amount of aqua that had previously been injected could no longer be withdrawn from the aquacuff. No patient injury or adverse effects reported.

Manufacturer narrative:
B3: date of event. And d4: UDI section are unknown. No information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.